Event description:
A customer reported receiving a cgm error 42, and it was noted that there was no impact on the customer's blood glucose level. The customer resolved the issue by completing a pump reset before reaching out for support, and no further action was required.